Event description:
The information received suggests that the staff noticed smoke appearing from the pump which resulted in the fire alarm being activated and the emergency department being evacuated. No additional information received.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The information received suggests that the staff noticed smoke appearing from the pump which resulted in the fire alarm being activated and the emergency department being evacuated. No additional information received. The report suggests that the device was not in clinical use on a patient at the time of the event.